Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced a problem with an enteral feeding pump. The customer reports that the unit's flow was not accurate. The unit was set to infuse 100 ml/hr, but the actual rate was 120 ml/hr. There was no patient harm.

Manufacturer narrative:
An investigation of (B)(6) kangaroo control pump was performed for the reported condition of; the flow error is large; it was set to deliver 100ml/hr, but the actual rate was 120ml/hr. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s motor; the unit¿s motor was replaced. Japanese kangaroo control pump was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: (B)(4).